Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, patient information not provided.

Event description:
It was reported that the infusion pump took longer than the expected 24 hours to infuse chemotherapy medication during the last two doses. The nurse stated she added approx. 50 ml to the volume to be infused (vtbi) once it has alerted that it was empty with 0 ml to be infused. The infusion was set for 41.7 ml/hour. The infusion was then started at a faster rate for the next dose. It was started at 43 ml/hour then increased 14 hours later to 50 ml/hour and at 16 hours later increased to 54.2 ml/hour. Even after being infused the entire time at an increased rate, the dose still ran over. The pump alerted empty, the nurse added a total of 35 ml to volume to be infused.there was no reported patient injury. Although requested, further information not provided.